Event description:
It was reported that stent damaged occurred. The 92% stenosed, 4.0-4.5x14-16mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 4.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent strut was found lifted after withdrawal. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damaged occurred. The 92% stenosed, 4.0-4.5x14-16mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 4.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent strut was found lifted after withdrawal. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00mm x 16mm stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. Examination of the stent identified stent damage. Stent struts in the distal region were misaligned and slightly lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The overall stent length was also measured and the result is within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a hypotube break 2cm proximal to distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.